Manufacturer narrative:
Functional testing confirmed implant does not conform to memometal specification. Historical data analysis demonstrated this is an isolated incident. As instructed by (B)(4) on (B)(4) 2011, MDR reported by memometal technologies/(B)(4) as a result of a retrospective lookback of complaints resulting from the acquisition of memometal technologies by stryker corporation.

Event description:
Implant did not work as planned so it was not implanted. An other easyclip has been used with success. There was no adverse patient consequence.